Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic umbilical hernia repair, the needle fell out of the device. The needle fell into the cavity, but was retrieved. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device and the needle was found to function properly when applied through layers of test media. After pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions, no difficulty was experienced in loading, unloading, or toggling the needle. The device was found to meet all visual and functional tests and the reported condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.